Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's bipolar insert to be missing causing the pins to be loose. The insert completely fell off of the instrument and was not returned with the instrument. The area around the insert was not broken. Failure analysis investigation also found the following additional damages: one of the bipolar pins from the instrument was missing. Failure analysis concluded that the missing pin may be due to mishandling/misuse. No other damage was found. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was observed that the cautery posts were loose on the fenestrated bipolar forceps instrument and subsequently was not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.